Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d8, d9, d10, e2, e3, e4, e1(initial reporter and event site email), g1 (contact person mfg site), g2, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings and investigation conclusions, health effect clinical code and impact codes), h11. Due to character limit in block e1 event site name: (B)(6). The drive manifold, pressure regulator and display were replaced. The unit passed all safety and functional tests.

Event description:
It was reported that during return and engineer examination, the cardiosave intra aortic balloon pump (iabp) had a pressure related malfunction. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit requires a new manifold, pressure regulator and display.